Event description:
A peritoneal dialysis (pd) patient experienced an abdominal cavity infection manifested by cloudy effluent. Pd therapy was discontinued. The specific site of infection, cause, hospitalization, treatment and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.